Event description:
User reported that the level sensor did not trigger the appropriate response when the reservoir volume fell below the sensor. There was no patient harm; however, spectrum medical considers this event to be reportable.

Manufacturer narrative:
Root cause determination is pending the results of an investigation to be conducted when the device is returned. Follow-up 1: device has not yet been returned for investigation.

Manufacturer narrative:
Root cause determination is pending the results of an investigation to be conducted when the device is returned. Follow-up 1: device has not yet been returned for investigation. Follow-up 2: device has not yet been returned for investigation.

Event description:
User reported that the level sensor did not trigger the appropriate response when the reservoir volume fell below the sensor. There was no patient harm; however, spectrum medical considers this event to be reportable.

Event description:
User reported that the level sensor did not trigger the appropriate response when the reservoir volume fell below the sensor. There was no patient harm; however, spectrum medical considers this event to be reportable.

Manufacturer narrative:
Root cause determination is pending the results of an investigation to be conducted when the device is returned.

Manufacturer narrative:
Root cause determination is pending the results of an investigation to be conducted when the device is returned. Follow-up 1: device has not yet been returned for investigation. Follow-up 2: device has not yet been returned for investigation. Follow-up 2: device has been returned and root cause determination is pending the results of the investigation.

Event description:
User reported that the level sensor did not trigger the appropriate response when the reservoir volume fell below the sensor. There was no patient harm; however, spectrum medical considers this event to be reportable.

Manufacturer narrative:
During investigation, sensor operated as expected. It is suspected that the sensor got wet, malfunctioned, and then dried prior to return to the manufacturer.

Event description:
User reported that the level sensor did not trigger the appropriate response when the reservoir volume fell below the sensor. There was no patient harm; however, spectrum medical considers this event to be reportable.